Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('tubal pregnancy had to be removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2010, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced pelvic pain ("stabbing pains/ insides hurt"), rash pruritic ("itchy rashes on my hips and stomach around my pelvic area"), alopecia ("hair fall"), weight fluctuation ("weight fluctuates up and down by 50 pounds or more"), mood altered ("moody all the time"), pain ("body aches") and amnesia ("short term memory"). The patient was treated with surgery (removed). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, rash pruritic, alopecia, weight fluctuation, mood altered, pain and amnesia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered alopecia, amnesia, ectopic pregnancy with contraceptive device, mood altered, pain, pelvic pain, rash pruritic and weight fluctuation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media - hair loss, weight fluctuation, moody, body aches, itchy rashes, short tem memory, stabbing pain,. Tubal pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-may-2020: quality safety evaluation of ptc. Addition: event term tubal pregnancy was amended to ectopic pregnancy with essure micro-insert based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy ('tubal pregnancy had to be removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2010, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required) and experienced pelvic pain ("stabbing pains/ insides hurt"), rash pruritic ("itchy rashes on my hips and stomach around my pelvic area"), alopecia ("hair fall"), weight fluctuation ("weight fluctuates up and down by 50 pounds or more"), mood altered ("moody all the time"), pain ("body aches") and amnesia ("short term memory"). The patient was treated with surgery (removed). Essure treatment was not changed. At the time of the report, the ectopic pregnancy, pelvic pain, rash pruritic, alopecia, weight fluctuation, mood altered, pain and amnesia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered alopecia, amnesia, ectopic pregnancy, mood altered, pain, pelvic pain, rash pruritic and weight fluctuation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media - hair loss, weight fluctuation, moody, body aches, itchy rashes, short tem memory, stabbing pain,. Tubal pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.